Event description:
Hcp reports patient presented in december 2005 with a purulent drainage at the ipg generator pocket. The patient underwent explantation of the entire device and was treated with antibiotics. A follow up report will be sent if additional information is received.

Event description:
Hcp reports pt device totally removed, due to infection. Device explanted, but not returned to the manufacturer for analysis.